Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The customer stated that there is a bloody leak from the primary needle on the instrument. The volume of leak was a small amount and was contained within the unit. The operator was wearing a lab coat, face shield, and gloves. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found the tubing on the main vacuum chamber was off. He replaced the tubing that fixed the leak. Identification of failure modes: tubing popped off the main vacuum chamber. No erroneous results were generated in connection with this event. Upon recur the failure mode identified; it is likely to cause erroneous results for all parameters due to carry from improper drainage of chambers resulting from poor vacuum. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).